Event description:
It was reported that the customer has been disconnected from the insulin pump for more than three weeks, and she has treated her high blood glucose with manual injections. The blood glucose reading was 246mg/dl. Troubleshooting was performed. Performed the high pressure test and the test failed twice. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.